Manufacturer narrative:
Exact date unknown, event occured in 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5061769/5062886.

Event description:
It was reported that the patient had neck pain. The patient underwent a revision procedure wherein, the ipg wavewriter and coveredge leads were replaced with ipg wavewriter alpha and two st leads. The patient was doing well postoperatively. The explanted devices will not be returned.